Manufacturer narrative:
Batch review performed on 25 july 2018: lot 176700: (B)(4) items manufactured and released on 01 march 2018. Expiration date: 2023-02-14. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs (B)(4) on july 20, 2018 postoperative patella dislocation (1 month approximately) after tka. The one xray supplied does not allow to evaluate patella position in the frontal plane, and we do not know if the image provided is pre-revision or post-revision. However, there is no reason to suspect that a malfunctioning device caused this problem.

Event description:
The patient dislocated the patella after about 1 month from primary surgery. The cause of the dislocation is unknown. The surgeon swapped the patella.